Event description:
It was reported that twelve months post-implant of a bifurcated device and suprarenal aortic extension, a follow-up computed tomography scan revealed a slight in-folding of the suprarenal aortic extension with no endoleak. Reportedly, the patient presented with severe angulation. The physician performed a snorkel procedure and implanted an infrarenal aortic extension and suprarenal aortic extension. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. No conclusions could be drawn.